Manufacturer narrative:
Section d9 was updated due to device evaluation coding updated due to device evaluation: section h6 evaluation code method remove b21 and add b01 result remove c21 and add c13 conclusion remove d116 and add d15 h3 device evaluation summary: it was reported that while in use on a patient, this pb560 ventilator had an irregular ventilation and failed to generate an alarm when the "circuit was opened." The service personnel (sp) inspected the ventilator and could not confirm the reported issue. However, sp additionally found the unit required recalibration of the inspiratory flow sensor within a short period and the unit generated an abnormal sound fan sound. To solve these additional issues, sp replaced the central processing unit (cpu) printed circuit board (pcb) and the fan. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The investigation could not confirm the reported issue but found fault with cpu pcb and fan as a secondary issue, the cause of the reported issue was not determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this pb560 ventilator had an irregular ventilation and failed to generate an alarm when the "circuit was opened." The patient was removed from the ventilator and placed on an alternate ventilator. The patient died 3 days later, and the physician stated that the suspected cause of death was urinary tract infection (uti). There was no allegation that the device caused or contributed to the death.

Manufacturer narrative:
Section a patient information and section e initial reporter could not be provided due to japanese privacy regulations. The japan sales representative reported the complaint on behalf of the customer. H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. 510k number: the device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.